Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4).

Event description:
It was reported that when injecting, ¿contrast obstruction or cracking¿ was found on a bd plastipack¿ 10ml syringe. There was no injury or medical intervention reported.

Manufacturer narrative:
Results: investigation summary: it was verified the batch record, maintenance record and quality notification. It was not received any sample or picture from customer and during the process it was not identified any occurrence that could be generated the defect informed. So, in this case, it was not possible determine the root cause investigation conclusion not confirmed. Root cause description: it was not received any sample or picture from customer and during the process it was not identified any occurrence that could be generated the defect informed. So, in this case it was not possible determine the root cause.